Manufacturer narrative:
This medwatch report is an update to the previous report to correct the brand name in section d1 and the model number, catalog number and primary unique device identifier (UDI) number in section d4.

Manufacturer narrative:
The device was not received at the time of this report; therefore, no physical or visual analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the device instructions for use warnings: · exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. As indicated in the operational instructions preparation for use: · verify compatibility of interacting devices prior to use. Care should be taken when advancing a guidewire after device deployment. · the wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned in the ventricle. · the curve of the safari2¿ guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors may have impacted on the event as reported. The patient information is unknown. If there is any further relevant information, a follow up medwatch report will be submitted.

Event description:
Event description: the device was stuck with inoue balloon. Safari was not stuck in pigtail or other devices until safari was placed in the lv. After the safari was placed in the lv, and the inoue balloon was inserted and advanced to the head side of the diaphragm, a thump was felt and could not advance the inoue balloon any further. The inoue balloon was pushed but it did not move, and on the other hand the inoue balloon was attempted to pull out, but it could not be pulled out. Safari and inoue balloon were removed together to the outside. (Normally, a pigtail is used for safari insertion and removal.). The procedure was completed using a new balloon (same model) and new guidewire (same model). Patient outcome: no patient injury.